Manufacturer narrative:
(B)(4). Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or unable communicate sensor simulator to verify calibrate error alarm due to motor error alarms.

Event description:
The customer reported via phone call that while troubleshooting for calibration error and change sensor their blood glucose value was 355 mg/dl. The customer treated blood glucose with bolus. The customer declined troubleshooting for high blood glucose. The device will be returned for analysis.